Event description:
It was reported that a pt underwent a total knee arthroplasty procedure on (B)(6) 2010. During the procedure, the needle broke at the middle of the body when the surgeon "broke his wrist to try to penetrate". No fragment remained in the pt's body. There was no adverse consequence to the pt.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.